Event description:
According to the reporter, post laparoscopic sleeve, the device had activation tone / or energy delivery, re-grasp alrert , and end tone heard. Patient become unstable around 11:00pm midnight, which was 8 huors after surgery. Device had caused post-op bleeding ofmore than 500cc due to drop in the hemoglobin from 14 to 9, and then down to 7. The patient was admitted to the intensive care unit for 2 days and a computed tomography scan was performed. Blood transfusions were also given. The CT scan showed a large hematoma present on the proximal portion of the stomach where the omentum is sutured the stomach. The surgeon noted that the bleeding was not from the staple line. Patient was stabilized and did not need another surgical procedure to control the bleeding. Patient had recovered and didn't returned to operating room.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(Removed rfr alarm activation and its fdd) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post laparoscopic sleeve, the device had activation tone / or energy delivery and end tone heard but there is no re-grasp alrert or error occured, patient become unstable around 11:00pm midnight, which was 8 huors after surgery. Device had caused post-op bleeding of more than 500cc due to drop in the hemoglobin from 14 to 9, and then down to 7. The patient was admitted to the intensive care unit for 2 days and a computed tomography scan was performed. Blood transfusions were also given. The CT scan showed a large hematoma present on the proximal portion of the stomach where the omentum is sutured the stomach. The surgeon noted that the bleeding was not from the staple line. Patient was stabilized and did not need another surgical procedure to control the bleeding. Patient had recovered and didn't returned to operating room.

Manufacturer narrative:
D10 concomitant product: lxmj44s, maryland xp inline sealer/divider 44cm (lot#: 30880294x). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post laparoscopic sleeve, the device caused post-op bleeding of more than 500cc due to drop in the hemoglobin from 14 to 9, and then down to 7. The patient was admitted to the intensive care unit for 2 days and a computed tomography scan was performed. Blood transfusions were also given. The CT scan showed a large hematoma present on the proximal portion of the stomach where the omentum was sutured the stomach. The surgeon noted that the bleeding was not from the staple line. Patient was stabilized and did not need another surgical procedure to control the bleeding. The patient had serious injury.